Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump functioned properly and no delivery alert functioned properly during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 519 mg/dl. It was found the customer was nauseous and vomiting due to their high blood glucose. The customer treated their blood glucose with the insulin pen. Troubleshooting found the customer's insulin pump failed the high pressure test. The customer stated there was no other issues with their insulin pump. No additional information provided.